Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It also had a cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. The device passed the basic occlusion and displacement tests. No motor error alarms noted. The excessive no delivery alarms could not be confirmed due to the prime anomaly. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was 200 mg/dl. The customer stated that the device was not exposed to a magnetic field and the drive support cap was recessed. She was able to rewind, but received a no delivery alarm in the process of clearing the motor error alarm. The alarm history showed three motor error alarms. The device was returned for analysis.